Manufacturer narrative:
D4 - UDI no. - UDI not yet required for this product. The actual device has not been returned and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported that the sheath pulled apart during a procedure. Follow up communication with the user facility confirmed the following information: the sheath met some resistance; the sheath was surgically removed; the procedure was completed; and there were no complications.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation as well as the medwatch report submitted. The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the customer's complaint, the sheath tube had been fractured. It was also noted that the sheath tube had been deformed along the total length. The proximal and distal fractures were inspected under magnification. Both fractures had some smooth segments and elongated segments. The deformed segments were inspected under magnification. Any abnormal factors which could be a trigger of the deformation was not revealed. Visual inspection of the dilator found no anomaly along the total length. Simulation testing was conducted. Two sheath samples were prepared. One was damaged with a scalpel and the other with a metallic entry needle. Subsequently, both samples were pinched at the distal segments with the fingers and pulled in the distal direction. As the result, both samples became fractured at the previously damaged segment. On the fractures, the generation of some smooth segments and elongated segments was found. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined it is likely that the actual sample had come in contact with a sharp tool, such as a scalpel or metallic entry needle, and was exposed to some compressive forces during use. The device labeling does address the potential for such an event in the instructions-for-use (IFU) which states the following: "do not scratch the sheath with needle point, cutting tool or other edged tools". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
A medwatch report was received from the FDA on june 27, 2016. The report no. Is mw5062620. The event description states the following, "pt was receiving a cardiac cath. After the procedure was completed, the staff encountered resistance when attempting to remove the sheath. The physician was notified and re-threaded a guide wire and dilator into the sheath and removed them as a unit without difficulty. After the sheath was removed, it was noted that a portion of it had torn and was retained in the pt's artery. A vascular surgeon was consulted and the pt was sent to another facility for surgery, and the retained portion of the sheath was recovered without difficulty."